Manufacturer narrative:
(B)(4).

Event description:
The pt experienced withdrawal. Specific withdrawal symptoms were not reported. The pump delivered dilaudid. Additional information has been requested from the hcp, but was not available as of the date of this report.